Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Physio did however observe that the power pcb mounted jack connector, designator j11 had a loose connection with its corresponding cable. This loose connection has the potential of causing a loss of power of the device. Physio reconnected the cable and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device was powering itself off. There was no report that this issue was observed during patient use.